Manufacturer narrative:
Device evaluation: the closurefast catheter was received for evaluation. No ancillary devices, cine images or procedure notes were returned for evaluation. The rfg3 generator was not returned for evaluation. The catheter was examined: no abnormalities or deformities were noted. The catheter cable connector was examined: the pins were all straight. The catheter passed continuity and resistance functional testing. The catheter passed functional testing on an rfg3 generator. The returned device was run for total of five additional cycles on rfg3 generator and the unit passed testing on all occasions. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician was using a closurefast catheter to treat segments of the gsv. Local anesthesia was reported to be used and the IFU was followed. It was reported that no guidewire was used for the insertion of the catheter. It was reported that the rfg3 generator in use reached correct temperature. It was reported that two or three segments had been treated successfully when an unknown error code issue/error code software occurred. It was reported that a software upgrade was being performed when the issue occurred. Patient is alive with no injury. The procedure was completed by foam.